Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. The fse was able to reproduce the customer reported issue and replaced the vsl. The system was tested and verified as ready for use. Isi has received the vsl involved with this complaint to perform failure analysis. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted hysterectomy, the customer encountered system faults. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and noted faults on the video slice (vsl) 2. The customer rebooted the system prior to calling the tse for assistance and there was no change. The tse had the customer perform a hard reboot, but again there was no change. The tse then recommended for the customer to bring in another tower to continue. The or director stated that the procedure was converted to traditional laparoscopic surgery due to the error that could not be recovered. No additional ports were placed. The or director further stated that based on the size of the uterus being very large, the surgeon subsequently elected to convert the case to open surgery in order to remove the uterus. The patient was discharged with no post-operative complications.

Manufacturer narrative:
The cfg, video slice (vsl) unit was received, and failure analysis was performed. Log review showed an error, confirming that the fault occurred in the field. Upon visual inspection, failure analysis found the vsl to be contaminated. The vsl was installed onto a golden in-house system and failed with an error on the vsl board at startup.

Event description:
Refer to h11 for follow-up information.